Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This event was also reported by the manufacturer in MDR 2029046-2020-00642. Reference: (B)(4).

Event description:
It was reported that a female patient in their (B)(6) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after some mapping was done with the soundstar catheter and thermocool® smart touch® sf bi-directional navigation catheter, the cardiac tamponade was confirmed. Pericardiocentesis was performed to remove approximately 70 ml of fluid from the pericardial space. Patient's condition improved and was reported in stable condition after pericardial drainage. The procedure continued and was completed without further issues. At the end of the case the patient returned to their regularly scheduled room for recovery and discharge. Physician stated that the patient was on long term steroids for addison's disease and this can lead to an increased risk of perforation and effusion. No bwi product malfunctions nor error messages were reported. No rf energy was delivered prior to the cardiac tamponade. The irrigation was set within default flow rates for stsf catheters. The force visualization features that were used included graph, dashboard and vector. Since the cardiac tamponade was confirmed after mapping with both, the soundstar and stsf catheter, this event will be conservatively reported under both.

Manufacturer narrative:
Additional information was received which indicated that the complaint device had been discarded. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot/serial number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). __ this event was also reported by the manufacturer in MDR 2029046-2020-00642. Reference: (B)(4).